Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incomplete mesh was closer to gears. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4) on (B)(6) 2017, it was reported that the incomplete mesh was closer to gears. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) sixteen times as documented in the repair reports in livelink. The last repair was january 31, 2017 where it was reported that the device was producing an incomplete mesh in an area closest to the gears and the damaged comb and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by on july 13, 2017 revealed that the roller, roller gear, comb, side plates, and hinges were damaged. The calibration was out of specification however the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both had their bushings, collars, and gears were replaced but still failed to produce a passing sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 13, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that both the cutters failed to produce a passing sample mesh. The root cause of the reported was due to the cutters that failed to produce a passing sample mesh. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the comb was damaged.